Event description:
It was reported that the patient was told in (B)(6) 2012 that her lead had moved. The stimulation was creating intense pain, and the patient was unable to use stimulation and experienced a loss of therapeutic effect. The stimulation had been turned off since (B)(6) 2012. The patient had tried to leave it on for 10-15 minutes at a time, but could not use it because of the pain. The patient got the ins "stuck" when she was getting out of chairs, pulling it, and the hcp stated that could have caused the leads to move. It was noted that the patient was getting ablation for her t4, t5, t6 to kill the nerves. The patient had a burning and stinging, stabbing pain from her spine underneath her breast, in addition her ribs didn't heal from a surgery "which was what started this." It was also reported that scar tissue was a factor. The patient stated she had pain all over in the thoracic area (t4) from the back all the way around to her breast, and her hcp prescribed oral morphine for pain control. It was reported that the stimulation helped with controlling some of the pain, but not all of it. The patient was scheduled for a revision on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk; programmer model 37742 serial# (B)(4); recharger model 37752 serial# (B)(4).

Event description:
Additional information reported indicated that the patient had no further concerns with their device or therapy. If additional information becomes available, a follow-up report will be sent.